Event description:
Implant fracture.

Manufacturer narrative:
Implant region 13 fractured. Construction was a removable denture placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded no detectable material impairment. The implant shows severe damage due to removal no further statements possible. Material or structural defects can be ruled out as the cause of breakage.

Event description:
Implant fracture.